Manufacturer narrative:
Date received by manufacturer was incorrectly reported as (B)(4) 2012. The correct date of receipt is (B)(4) 2012.

Manufacturer narrative:
The device in question is the marked spring tip guidewire, a 210cm long solid metal mandrel with a flexible, variable thread, spring attached to the proximal tip. The marked spring tip guidewire is a reusable instrument to be used in conjunction with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilator systems. A DHR/lhr, device history record/lot history record, review for lot 1207164 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. In-process and quality control (qc) inspection is done on the product and this failure mode is highly detectable. During production 100% of devices are hand pull and proof load tested for proper function. Furthermore, damaged devices are scrapped during production. One (1) used device was returned to conmed complaint center for complaint investigation. The returned device was examined in the laboratory. The proximal end of the spring tip was observed to be bent during the examination. It is highly unlikely that this product was shipped to the end-user in the current condition. Improper handling of the device during shipping from conmed manufacturing facility to the end-user facility could cause this complaint. The IFU, instructions for use, specifies, "remove the guidewire from packaging and carefully inspect it for any damage that may have occurred during transit or handling". The IFU also warns, "inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued". Any damaged device should be detectable prior to its use. The proximal end of the spring is less flexible than the distal end of the spring; thus, excess force applied on the device during guidewire insertion process could cause the tip to bend. The IFU of the device indicates, "the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action". Possible causes for this complaint could be device damage during shipping/handling, or, excessive force used by the user. No manufacturing related defect was observed in the returned device; therefore, no corrective action is recommended at this time. Conmed corporation is considering this complaint closed.

Event description:
It was reported, "tip bent on insertion into scope. It bent at point where the wire and tip connect." It was also reported, "no injury to patient."

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 3007305485-2011-00067. The device has not yet been returned to conmed for evaluation; however, return is anticipated. On completion of the quality engineering investigation of this reported incident, a supplemental report will be filed. Device evaluated by MFR: device not yet received from end-user.